Manufacturer narrative:
On 14-oct-2024, bwi received additional information indicating that the patient was a female. Section a has been updated accordingly. Additionally, the patient underwent a pericardiocentesis and remained in the hospital for observation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an avnrt (atrioventricular nodal reentrant tachycardia) ablation and the patient experienced pericardial effusion. Intervention is unknown but a "code" was called. After an avnrt case, a pericardial effusion was noticed. The patient¿s blood pressure dropped in the waiting room and ¿they called a code on the patient.¿ the medical intervention provided was unknown. The patient was reported to be in stable condition. The physician could not confirm what caused the pericardial effusion.